Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix disengaged from helical channel, and blood noted on helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure and after repositioning the lead, it was not possible to re-extend the helix. Therefore the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.